Event description:
Storz light bulb, light source and all equipment checked prior to pt procedure. Once equipment was ready to be used the light source shut down. Had to bring other equipment into the or to be used and proceed with case. Experiencing ongoing problems with storz light source, bulbs, etc. Storz has been slow to exchange leased equipment out for functioning equipment that is clinically acceptable.